Event description:
Per the clinic, the patient experienced progressively decreased benefit to the point of no longer hearing from the implanted device due to tumors growing markedly. The device was subsequently explanted on (B)(6) 2026 and the patient was reimplanted with a new device during the same surgery.